Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 360mg/dl. The wife stated that the insulin pump was not delivering the insulin properly and her husband was running high. Wife mentioned having issues with some of the infusion sets and they had to be changed out, but the doctor believes it is an issue with the insulin pump. The customer experienced vomiting, stomach acid, and weakness for two days. Troubleshooting was performed, and the drive support cap appears to be normal. Time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. The wife stated that he was getting no delivery alarms for over a month when attempting to bolus, but it was resolved by changing the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.